Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 100-130mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory 157mg/dl, (B)(6) 2014 09:23:00 pm, fasting:yes. 129mg/dl, (B)(6) 2014 09:23:00 pm, fasting:yes. 300mg/dl, (B)(6) 2014 09:21:00 pm, fasting:yes. 140mg/dl, (B)(6) 2014 09:32:00 am, fasting:yes. 153mg/dl, (B)(6) 2014 09:10:00 pm, fasting:yes. Customers concern:157mg/dl, (B)(6) 9:23pm. 129mg/dl, (B)(6) 9:23pm. 300mg/dl, (B)(6) 9:21pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions. Additional product codes added. Correction: event/ problem description section updated from "low results" to "erratic results" as stated in customer complaint report. "Low result" was inadvertently captured in the event description section of the initial MDR report.

Event description:
Customer complains of " erratic results". Customer states she feels well and no medical attention is needed. The customer's expected blood results are 100-130mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.